Manufacturer narrative:
Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h11: the returned resolution clip device was analyzed, and a visual and microscopic inspection revealed that the device was returned without the clip assembly and outer sheath, showing clear evidence of full deployment. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed as the device returned fully deployed. Investigation found that the device was returned without the outer sheath; therefore, this case will be classified as 'cause not established' due to the unknown circumstances that led to the damage. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopic treatment procedure performed on (B)(6) 2025. During the procedure, the tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopic treatment procedure performed on (B)(6) 2025. During the procedure, the tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.